Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Screw could not be locked into the variax plate. Attempted to insert another screw but could not be locked.